Event description:
The pt's mother reported that the pt had a blood glucose level of 364 mg/dl and positive ketones. The reporter also mentioned that there was no power to the pump; however, the mother noted that the battery cap was loose and threads were peeling off on the battery cap. The reporter also noticed moisture in the battery compartment.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.